Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that while advancing or ejecting the lens, the surgeon noticed that the haptic was sticking out. As a result, the surgeon decided to implant a different lens. Additional information has been requested. There are three medical device reports associated with this report. This is 1 of 3.

Manufacturer narrative:
Additional information was provided in b.3. And b.5. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information has been received stating the procedure completed on the same day.